Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not beeping. The customer's blood glucose was 387 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.